Event description:
Received information that a scooter was in storage quite awhile and the scooter caught fire.

Event description:
Received information that a scooter was in storage quite awhile and the scooter caught fire.

Manufacturer narrative:
Undetermined thermal event due to lacking evidence and facts.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.